Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) system displayed a high out of range right ventricular (rv) pacing impedance. The out of range impedance occurred shortly after implant. No further information was available. Evidence suggests this crt-d system remains in service and no intervention was performed. No adverse patient effects were reported.